Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. As a result, the patient had their ipg explanted and replaced. Effective therapy has been restored.